Event description:
On (B)(6) 2019, customer contacted saalt explaining that she had tried everything possible to remove her cup before seeking medical attention. She had attempted to remove the cup after 6 hours of wearing it, and was unable to remove it. Later on, she attempted to remove the cup with a foreign object. She went to urgent care to have her cup removed, but they refused to do so. The customer went home to continue trying to remove the cup, but began feeling urgency to seek more medical attention. She then went to the ER where they had to use forceps to remove her cup. At the time of removal, the cup had been inserted for 48 hours. The doctors at the ER told her that the cup had been suctioned to her cervix, making it difficult to remove the cup. Saalt offered to issue a refund. Customer did not respond. On 11/27/2019, saalt reached out to customer again to follow up. Saalt received a response from the customer with no additional situation regarding the medical intervention.